Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the camera control unit was checked. As a first step, there was no error message displayed on the screen during testing. Furthermore, during the examination of the device, specifically the connector that was regarded as faulty, revealed no defect or anomaly that could have caused a loss of performance. The reported phenomena couldn¿t be confirmed during the incoming inspection. It was stated that error e224 may have had occurred due to the video connector socket which was found defective. However, it was not possible to determine the cause of the faulty video connector socket. When cpu abnormality occurs, it is recommended to clean the electrical contacts of the camera head and video connector as well as replacing the video connector. Other inspection findings were as follows: the top cover is damaged; the front panel is damaged; there was no inspection information on the camera head used in combination. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿otv-s400 instruction manual: 9.2 troubleshooting guide. Code: e224. Error message: camera head communication error. Possible cause: camera head communication is failed. Solution: immediately turn the camera control unit off. Reconnect the camera head and turn it on again after a while. If the same problem occurs after turning the camera control unit on again, immediately turn it off, unplug the power cord from the wall main outlet and the ac power inlet on the camera control unit, then contact olympus.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the visera 4k uhd camera control unit displayed an e224 error during connection. The customer mentioned that image appears after a few seconds following the connection of the camera. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.